Manufacturer narrative:
Investigation summary: bd has been provided with a sample for catalog 309110 lot 1905292 to investigate for this record. A leakage through the plunger rod was observed. As a result, bd was able to verify the defect of leakage. Bd was unable to verify the reported issue of foreign matter with the samples available. Bd concludes that the cause of the problem was produced because of a damage in the plunger lip. This defect could be produced during the handling of the product through the manufacturing process or in the plunger assembly machine. Considering our in-coming and in-process inspection and since this is the first time this lot is reported for this defect, no corrective actions are required at this time.

Event description:
It was reported that prior to use the foreign matter was discovered with a bd discardit¿ ii 10 ml syringe. The following information was provided by the initial reporter: I just received a syringe 309110 with the lot 1905292 (contaminated with ropivacain).

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use the foreign matter was discovered with a bd discardit¿ ii 10 ml syringe. The following information was provided by the initial reporter: I just received a syringe 309110 with the lot 1905292 (contaminated with ropivacain).